Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal end. The cable segment that contained the crimp was still intact. The clevis did not exhibit any wear. This complaint is being reported due to the broken pitch cable found during failure analysis investigation.

Event description:
It was reported that during a da vinci surgical procedure, a failure involving the prograsp forceps instrument occurred. Specific details regarding the event were not provided. Intuitive surgical inc. (Isi) contacted the reporter to obtain additional information; however, specific details regarding the issue with the instrument could not be provided. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.